Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post-implant, the implantable cardioverter defibrillator (ICD) system was removed due to a suspected infection. It was noted that there was pocket drainage and the pocket was not healing. No further patient complications have been reported as a result of this event.